Manufacturer narrative:
RMA issued. Replacement computer shipped to site (B)(4) 2012 for issue resolution. Suspect computer returned (B)(4) 2012. Medtronic evaluation of returned computer finds a graphics card malfunction. Issue resolved with replacement computer.

Event description:
A medtronic representative reported that while in an ent procedure, after going sterile, the screen went blank and came back on its own. Computer did not re-boot. At this point, the registration was no longer accurate; they re-traced and registration passed and they proceeded to navigate. They could no longer use the video input from the endoscope in the bottom right quadrant. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on patient outcome.